Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient experienced high blood glucose (303 mg/dl) and was treated with bolus (9.65 units), also reported using the ifs exclusively in the lower abdomen and experiencing leakage at the insertion site and hesitate to change the site location on (B)(6) 2026.